Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a nephrectomy, while the device was being used for the left kidney, a suction water delivery pipe from another manufacturer could not be removed from the port. The seal inside the device was felt to be overturned and found stuck tightly rather coming off slightly or softly. The pipe was removed together with the port. The port was still used to continue the case. There was no patient injury.